Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was tissue in the right atrial (ra) lead helix and the physician was not able to implant the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.